Manufacturer narrative:
(B)(4).

Event description:
Received information the patient experienced a loss of therapeutic effect following an unrelated abdominal surgery. Patient had surgery to repair a hernia and since then has felt like something was dislodged and a lead has moved. Additional information has been requested and if received a follow up report will be sent.